Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The chief tech stated that the box was not damaged, but the crit-lines were leaking from the window where then sensor snaps on and that there was a weakness where you tighten it in to the dialyzer. Tech stated that there is a line on the area and when tightened it in to the dialyzer. Tech stated that there is a line on the area and when tightened it snaps and leaks. The leak was visually observed. Estimated blood loss was 200cc's. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.